Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date the patient began treatment with extraneal viaflex for peritoneal dialysis. At the time of the report, dianeal pd2 ultrabag and extraneal viaflex was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was unknown. On an unreported date the patient began treatment with an injection of tazact and an injection of vanconex-cp. The patient was recovering from the event of peritonitis. It was unknown what caused the peritonitis.